Manufacturer narrative:
The subject device was discarded by user facility and could not be returned. The exact cause of the user's report could not be conclusively determined. The subject lot was unclear. As the checking of the manufacturing record of the lots for six months prior to occurrence date, nothing abnormal detected. According to the report from the hospital, omsc assumes that the size of the stone or the condition of the bile duct led o the impaction of the stone. In addition, the hardness of the stone caused the basket breakage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during retrieving stone with the subject grasping forceps, it was stuck in the patient. The doctor attempted to crush the stone with emergency handle ((B)(4)), but the distal end of the basket broke and came off into the common bile duct. Then he abandoned the procedure. The next day, the doctor performed endoscopic retrograde cholangiopancreatography (ercp) again and retrieved the broken basket from the patient with competitor's balloon. There was no patient injury reported.